Manufacturer narrative:
Updated sections: b5, b6, b7, d4-expiration date, h4, h6 ( component codes, health effect - clinical code, device code(s), and type of investigation). Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
It was learned through medical records of that a patient with a 27mm 7000tfx mitral valve implanted for 9 years and 3 months underwent redo mitral valve replacement due to degeneration, 2 calcified and immobile leaflets, and severe stenosis. Per medical records, the patient presented with dyspnea on exertion. The mitral valve has an abnormal appearance with two of three cusps were calcified and immobile. The valve was explanted and a non-edwards 27mm mitral valve was implanted in replacement. A previously implanted edwards aortic valve appeared normal with no calcification with all three cusps moved freely. Tee showed no evidence of mitral valvular insufficiency either through or around the newly implanted valve with normal aortic prosthesis function. At the end of the procedure, the patient was in normal sinus rhythm with excellent and improving hemodynamics. Patient was discharged on pod# 20.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned to edwards for evaluation. The root cause of this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was learned through medical records that a patient with a 27mm 7000tfx mitral valve implanted for 9 years and 3 months underwent redo mitral valve replacement due to stenosis. A non-edwards mitral valve was implanted in replacement.